Event description:
It was reported that while using bd venflon¿ pro safety with bd instaflash¿ blood and liquid ran out of a small hole. The following information was provided by the initial reporter, translated from (B)(6) to english: white plug leaking. There is a small hole in where blood and liquid runs out.

Manufacturer narrative:
Four photos were received by our quality team for evaluation. From the photos, the team observed a top web of batch 1356889, a top web with vps 18ga 1.3mm od 32mm l instaflash product description, a used end cap contaminated with blood, and a 18ga venflon pro safety product with blood leakage from the end cap. However, the end cap defect could not be seen clearly from the photos returned. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the verbatim and the returned photos, the probable root cause for the reported leakage could be due to the sink mark hole at the luer cone tip of the end cap. The air vent may be choked during molding and cause hot air to be trapped. This affects the material flow to the final fill area at the luer cone tip. A project has been initiated to address this issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.